Manufacturer narrative:
The field service engineer checked the analyzer and found no issues. He performed precision testing on troponin t that passed. Calibration and quality control results were acceptable on the day of the event. Therefore, a general reagent issue was excluded. The investigation did not identify a product problem. The cause of the event could not be determined based on the limited information provided. There is no evidence to suggest a malfunction of the device. The available information is consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable high elecsys troponin t gen 5 result from the cobas pure e 402 analytical unit. The troponin t result for the first sample in the series was 17 ng/l. The result for a sample that was the second in a series was 1220 ng/l. Later, the third sample in the series had a result of 15 ng/l. Based on this result, the high result for the second sample was questioned and the sample was repeated on another cobas e402 analyzer with a result of 16.3 ng/l. The second sample was also repeated on the original cobas e402 analyzer with a result of 15.6 ng/l. The troponin t result for the fourth sample in the series was 14 ng/l. The repeat results were believed to be correct.